Manufacturer narrative:
Title: single incision and reduced port laparoscopic low anterior resection for rectal cancer: initial experience in 96 cases source: anz j surg 86 (2016) 403¿407 accepted for publication: 09 june 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between june 2011 and june 2012 about single incision and reduced port laparoscopic low anterior resection for rectal cancer, in 96 consecutive cases of single incision laparoscopic low anterior resection (sil¿lar) and reduced port lar cases, of which the initial approach was sil in colorectal surgery, the complication rate was 20%. The device was used for the anastomoses, with the exception of cases where tumor location was very close to the anus which were hand-sewn. There were six cases of anastomosis leakage, 1 case of bleeding, 1 case of deep surgical site infection, 5 cases of post-operative ileus, 1 case of chyle leakage, 1 case of ileostomy prolapse, 1 case of delirium, 1 case of paroxysmal supraventricular tachycardia, and 2 cases of urinary retention.